Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that intervention was required. The patient presented with a large pancreatic tumor with a tortuous, tightly stenosed biliary tree. A 10mmx40mm wallflex biliary transhepatic stent was selected for treatment via trans biliary approach. During the procedure, the lesion was not pre-dilated and difficulty crossing the lesion was noted. During stent deployment, difficulty was noted and the stent deployed with less than 1cm out of the sheath, and the majority of the stent remaining within the sheath. The stent was recaptured, and both the sheath and delivery system were removed as a system. The patient was moved to gastroenterology (gi) to attempt stent placement; however, this was unsuccessful, and the procedure was prolonged. The procedure was subsequently cancelled, and a drainage catheter was placed for palliative purposes and the procedure was rescheduled. There were no patient complications as a result of this event.